Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed motor error and watchdog timeout. The customer¿s blood glucose level was unknown at the time of the incident. The pump also had unresponsive buttons and the pump screen froze with a constant beep. Troubleshooting was completed but did not resolve all the issues. The insulin pump will not be returned for analysis.